Manufacturer narrative:
A medtronic representative, following-up at the site, reported that after the event occurrence, the reported issue was replicated in the product inspection. Subsequently, the relevant device was replaced and the normal operation was verified. No further issues have been reported. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while preparing for an o-arm 1000 imaging system spine procedure, the site navigation system became unresponsive. The keyboard did not respond and the system forced a shut-down. After the re-start, the navigation system resumed normal function with no further issues. The surgeon completed the procedure with the use of the navigation system and the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.